Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose levels of 275mg/dl on (B)(6) 2026. The high blood glucose event lasted approximately one to two hours. The insertion set was inserted on the buttocks. The patient received treatment with insulin via pump, and the event resolved. The cause of the event was not known. No further information is available.